Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: cougar: guide cath: ebu 3.0 6f, sheath: cordis, stent: xience pro 2.5 x 18 mm, the reported patient effect of dissection, as listed in the xience pro everolimus eluting coronary stent system instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The xience pro is currently not commercially available in the us. The product code listed, is based on the predicate device (xience v) and is therefore similar to a device sold in the us.

Event description:
It was reported that the lesion was a diffuse, moderately calcified, tortuous and located in the left anterior descending artery (lad). A non-abbott guide wire was advanced and pre-dilatation was performed with unspecified 1.5 x 10 mm and 2.0 x 14 mm balloons. A xience pro 2.5 x 18 mm stent was deployed at the mid to distal lad. A xience pro 2.5 x 23 mm stent was deployed at the mid lad. After deployment, a dissection was noted at the proximal part of the xience pro 2.5 x 23 mm stent. A xience pro 2.75 x 23 mm stent was successfully deployed at the proximal lad to cover the dissection. No adverse patient sequela was reported. No additional information was provided.